Event description:
It was reported during prostate procedure, fiber tip broke. The procedure was completed using second fiber. No injury to patient reported.

Event description:
It was reported during unpacking of the fiber for a prostate procedure, fiber tip broke. The procedure was completed using second fiber. There was no injury to the patient reported due to this event.

Manufacturer narrative:
Device evaluated by manufacturer updated h6: evaluation codes updated the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device did not identify fiber tip break/fracture. The fiber exhibits no signs of usage. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber connector passed the signature verification fixture test. Based on the device analysis, the product complaint "fiber tip broke" could not be confirmed. No issues identified with returned product. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/27/2018 09:29 am CT.the report number is being corrected from: 2937094-2018-60281to: 2937094-2018-60058

Event description:
It was reported during unpacking of the fiber for a prostate procedure, fiber tip broke. The procedure was completed using second fiber. There was no injury to the patient reported due to this event.